Event description:
Valve failed after three years-valve post implantation in june 2008. First year showed low grade end and good function. Patient gradually developed a low gradient across the valve. Transesophageal echos showed the stenosis to be at valve level. Valve was replaced with an alternative manufacturer device.